Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward and the cannula deployed; indicating the needle mechanism did not function as intended. The pod was worn for between 1 and 4 hours. The patient noted pain at the site and the patient's blood glucose levels were 10 mmol/l (180 mg/dl).

Manufacturer narrative:
The device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. No retraction of either cannula was observed. Inspection of the needle mechanism found that the needle was not seated in the slide retract. Slide retract was found to be damaged, which was caused by an incorrect installment of the hard cannula. Incorrect installation of the hard cannula caused it to not retract properly.